Event description:
The MFR received info alleging a remote alarm device was not functioning. There was no report of pt harm or injury. The device has yet to be returned to the MFR for eval. A f/u report will be filed when the investigation is complete.